Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported infusion tip no longer fits into the infusion tubing during vitrectomy surgery. The tip became misaligned during the silicone injection, which made the procedure more difficult. The surgery completion details were not provided. There was no patient impact.

Event description:
Upon receiving additional information, it was confirmed that the device was rendered inoperable if it could not fit thus eliminating any risk to patient.

Manufacturer narrative:
Corrected information provided in b.5., h.2., h.11. Upon further assessment of the reported event, it was confirmed that the device was rendered inoperable if it could not fit thus eliminating any risk to patient, which does not meet the criteria for reporting as it is not likely that a recurrence would result in serious injury. The manufacturer internal reference number is: (B)(4).